Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 2312873. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system leaked blood from the adapter septum during the infusion. The following information was provided by the initial reporter, translated from chinese: "the patient was admitted to the hospital due to complex mixed hemorrhoids and hypertrophy of the anal papilla. At 18:45 on (B)(6) 2023, the nurse used the above indwelling needle to give the patient intravenous infusion. After the puncture was successfully withdrawn, a small amount of bleeding was found at the mouth of the isolation plug. This incident delayed the patient's treatment, increased the patient's pain, and risked infection."

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system leaked blood from the adapter septum during the infusion. The following information was provided by the initial reporter, translated from chinese: "the patient was admitted to the hospital due to complex mixed hemorrhoids and hypertrophy of the anal papilla. At 18:45 on (B)(6) 2023, the nurse used the above indwelling needle to give the patient intravenous infusion. After the puncture was successfully withdrawn, a small amount of bleeding was found at the mouth of the isolation plug. This incident delayed the patient's treatment, increased the patient's pain, and risked infection."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.